Manufacturer narrative:
H10: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The visual inspection by naked eye of the product showed the product was dry. A black hair like particulate matter between the o-ring sealing and the header cap was observed. The reported condition was verified. The cause was manufacturing related. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one unit of a theranova 400, a hair was found in the potting surface. There was no patient involvement. No additional information is available.